Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-jan-2023. H6: investigation summary . Fourteen samples and photos received for investigation. Upon visual inspection of the sample, it can be observed burnt material is embedded in the hub and lint reported as threads/hair on the hub. The burnt material defect appeared due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program. No other defects or issues found. Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, no defects or issues observed. Possible root cause for burnt material is injection of burnt material generated during molding process. Possible root cause for lint is due to lack of guard cleaning system in the plastic injection process. Actions will be implemented, replace guard feeder brushes every four months, installation of a cleaning system for the protectors through a set of pressurized air ionizers, which intends to discharge the material electrically, reducing its static charge for subsequent suction of the particles released through vacuum captures, and implementation of an angel hair reduction device on shields.

Event description:
It was reported that 7 bd precisionglide¿ needles had black spots embedded in their hubs, and 2 needles had hair on the barrel. The following information was provided by the initial reporter, translated from portuguese: "9 of batch 2180452 with foreign matter. Describe the characteristics/appearance of the foreign body (such as rust, grease, paper, insect, etc.): 7 refer to black ''dots'' on the needle barrel, and another 2 appear to be threads/hairs on the barrel. Inform the region where the foreign body was found (on the needle, on the protector, on the packaging film, on the cannon, etc.): hub is foreign matter embedded in the material? Yes".

Event description:
It was reported that 7 bd precisionglide¿ needles had black spots embedded in their hubs, and 2 needles had hair on the barrel. The following information was provided by the initial reporter, translated from portuguese: "9 of batch 2180452 with foreign matter. Describe the characteristics/appearance of the foreign body (such as rust, grease, paper, insect, etc.): 7 refer to black ''dots'' on the needle barrel, and another 2 appear to be threads/hairs on the barrel. Inform the region where the foreign body was found (on the needle, on the protector, on the packaging film, on the cannon, etc.): hub. Is foreign matter embedded in the material? Yes".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.